Event description:
Complainant alleged that while attempting to monitor a patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2010-00144 for a similar event with a different patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.